Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced intermittent loss of telemetry during a device check. The user removed the stylus contact from the screen but device did not immediately revert to the programmed parameters. The device continued to pace at the temporary rate. After a few seconds the temporary parameters returned. Additionally, the programmer electrocardiogram (ECG) froze towards the end of the session. The patient became lightheaded but recovered as soon as the pacing returned. The programmer also did not record a threshold value on the final report. The programmer remains in use. No further patient complications have been reported as a result of this event.